Event description:
It was reported that during a routine changeout, the patient's chronic right ventricular (rv) lead would not pace when connected to the new device. The lead was explanted and replaced. It was also reported that the left ventricular (lv) lead dislodged and was unable to pace. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).